Manufacturer narrative:
As reported in a research article, a case study of an 87-year-old male patient with multiple comorbidities, recurrent epistaxis under anticoagulation, permanent atrial fibrillation, high-grade tricuspid valve insufficiency, postcapillary pulmonary hypertension, and recurrent hypertensive episodes. It was reported that on an unknown date, a 25 mm amplatzer amulet was chosen for implant for left atrial appendage occlusion (laao) procedure. During procedure, the amulet was partially re-sheathed. Some of the complications included surgical intervention (treatment of perforation), unexpected medical intervention (CPR, pericardiocentesis, medication), hospitalization, perforation, pericardial effusion, cardiac arrest. A progressive pericardial effusion occurred, leading to cardiac arrest, requiring the need of catecholamine therapy and one cycle of cardiopulmonary resuscitation. A decision was made to perform a pericardiocentesis and 200 ml of arterial blood was drained. To treat the perforation, a decision was made to implant a 25 mm amplatzer talisman pfo occluder for off label use. The patient's hemodynamic condition improved rapidly and catecholamine-therapy was terminated. The laao procedure was aborted and planned for a later date. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "interventional closure of an iatrogenic laa-perforation by means of a pfo-occluder".

Event description:
The article, "interventional closure of an iatrogenic laa-perforation by means of a pfo-occluder", was reviewed. The article presented a case study of an 87-year-old male patient with recurrent epistaxis under anticoagulation, permanent atrial fibrillation, high-grade tricuspid valve insufficiency, postcapillary pulmonary hypertension, and recurrent hypertensive episodes. It was reported that on an unknown date, a 25mm amplatzer amulet was chosen for implant for left atrial appendage occlusion (laao) procedure. During procedure, the 25mm amplatzer amulet was partially resheathed. It was then noted a progressive pericardial effusion occurred, leading to cardiac arrest, requiring the need of catecholamine therapy and one cycle of cardiopulmonary resuscitation. Tranesophageal echocardiography (tee) noted a perforation measuring 3mm on the laa wall as the source of the pericardial effusion. A decision was made to perform a pericardiocentesis and 200ml of arterial blood was drained. To treat the perforation, a decision was made to implant a 25mm amplatzer talisman pfo occluder for off label use. The patient's hemodynamic condition improved rapidly and catecholamine-therapy was terminated. The laao procedure was aborted and planned for a later date. The patient was monitored in intensive care unit (ICU) and following extubation, repeated drainage of another 180ml of effusion was performed. After further relevant effusion was not confirmed via echocardiography, the patient was transferred to the cardiological ward before being discharged after a few days of rehabilitation. [The primary and corresponding author was ingo eitel, medical clinic ii, university heart center lübeck, university hospital schleswig-holstein, ratzeburger allee 160, lübeck 23538, germany, with corresponding email: ingo.eitel@uksh.de].